Event description:
It was reported that an animal underwent an unknown animal surgery on (B)(6) 2024 and suture was used. During the procedure, they found that the needles are not firmly attached to the suture. They had several packages now where they grab tissue with the needle, and goes to pull through the skin. The needles are not securely attached to suture. They fall off while in use. There was no patient consequences. The device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/5/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, the following was obtained: - what is the total number of products with needles not attached to the suture reported in this event? This was reported to me by my associate veterinarian after she had several suture failures. She told me she guessed it happened with 4 to 6 packages. The needle detached from the suture line after the first bite through tissue. She would then discard, and open another pack. It was not on every pack. Once she reported this to me, I instructed that she stop using the box and I contacted the distributor. - did the event occur during one or multiple patient procedures? Multiple patient procedures. - what is the total number of procedures? Total # of procedures I am unsure. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). This is our only report. - device return status. Please document the shipment tracking number:I shipped the remainder of the package back yesterday via the fedex box that was provided by ethicon. I believe there were 13 unopened packages of suture. - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-02376, 2210968-2024-02377, 2210968-2024-02378, 2210968-2024-02379.